Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6), 2006. According to the complainant, the patient experienced vaginal pressure and pain, vaginal bleeding, dyspareunia. On september 18, 2006 patient underwent corrective surgery however this revisionary surgery did not address the patient¿s problems. She continued to experience severe pain in the region of the implant. In addition she had debilitating abdominal and pelvic pain, recurrence of urinary incontinence, bleeding and vaginal infections. All other information, including the patient's current condition, is unknown and reportedly unavailable.